Event description:
During attempted implant, it was reported that the left ventricular (lv) lead dislodged. A different lv leadwas successfully implanted to resolve the event. The patient was stable following the procedure and there were no adverse consequences.